Manufacturer narrative:
Results: patient lesion morphology - calcified lesion, level of stenosis and vessel tortuosity. Stent deformation. Conclusion: patient lesion morphology - calcified lesion, level of stenosis and vessel tortuosity. Stent deformation. (B)(4).

Event description:
It was reported that the physician was attempting to treat a calcified lesion in the rca which exhibited stenosis. During the surgery, the lesion was pre-dilated, but the device could not cross the lesion due to vessel tortuosity. When the device was returned to the manufacturing facility and through analysis of the returned device, the stent was observed to be deformed. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the hypotube of the catheter was kinked at 31cm distal to the strain relief. There was evidence of stent damaged located on the 9th and the 18th distal segments of the stent, the 9th segment of the stent. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).